Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that in (B)(6) 2018, she obtained an alleged inaccurately high blood glucose result on the subject meter of ¿8.0 mmol/l¿. (Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy). The patient manages her diabetes with apidra insulin. She indicated that in response to the result she obtained, she administered an increased dose of 5 units of apidra and began eating about 15 minutes later. She reported that 15-20 minutes later, she developed symptoms of ¿weakness and sweating¿ which she associated with hypoglycemia. She stated that she tested her blood glucose level on her neighbor¿s meter and obtained a result of ¿2.0 mmol/l¿; no test was performed on the subject meter. She reported that she self-treated her symptoms by drinking a sweet drink. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure and her test strips had been stored correctly and were within expiry date. The patient did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation, but she refused to return them to lfs. The csr noted that the meter will be replaced at the local point of care. This complaint is being reported because the patient developed signs and symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Weakness and sweating with blood glucose result of 2.0 mmol/l, after obtaining an alleged inaccurately high blood glucose result on the subject meter and administering increased insulin.